Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise. At the follow up appointment, through device and electrode integrity checks where completed, including provocation maneuver's, no noise could be re-recreated. An x-ray image was performed, which revealed a good connection between the s-ICD and electrode. Noise was seen again, only with body twisting in the alternate and primary vectors. A request was made to have data from this device analyzed. Rhythm care consultant reviewed device data and provided recommendations for programming to secondary vector and monitoring the patient closely. This device remains implanted. No adverse patient effects were reported.